Manufacturer narrative:
Additional information was received that the patients incision site was healing and was doing well postoperatively.

Event description:
A report was received that patient had a recurring infection at the ipg site, six months after it was initially reported (MFR report number 3006630150-2019-04462). The patient was prescribed an antibiotics. The ipg was reimplanted after the area of the battery site was washed out and the battery was cleaned.

Event description:
A report was received that patient had a recurring infection at the ipg site, six months after it was initially reported (MFR report number 3006630150-2019-04462). The patient was prescribed an antibiotics. The ipg was reimplanted after the area of the battery site was washed out and the battery was cleaned.